Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Black box contains information from (B)(6) 2014, no power on reset events are observed. Last known battery voltage is above the battery alarm/warning threshold. Several " low battery " warnings are observed in the alarm history. The battery cap and compartment are able to fit securely. During investigation, ¿low battery¿ warning and ¿replace battery¿ alarm were stimulated, the pump gave the appropriate visible and audible alerts, the alarm history recorded the alarm/warning at the correct time and order. No intermittent condition was found to the power circuit.

Event description:
On (B)(6) 2014, the distributor contacted animas and alleged that the pump is not alerting patient when the batteries are low. The health care provider has requested the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).